Event description:
The customer reported that the system was locking up during boot at 7 arrows tried reloading software, but still having problem.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ver 18 software install kit, which includes an s-ram. He tested the system for proper operation. The system operates as intended.